Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the palindrome catheter was removed due to poor function. Also, there was repeated use of urokinase with the palindrome to address poor function. Catheter removed and replaced with another brand.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.